Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. The jaws did not open prior to being applied to tissue. When the jaws finally did open, they opened halfway. Jaws also opened very slowly. The case was complete with another co's device. There was not consequence to the pt.